Event description:
Consumer called to report their plink meter is not reading properly. Analysis run on clark error grid using mean avg reading (314) as ref. Point vs. Bd readings of 505, 126, 186, 547 yielded data points in the c/d zone of the grid, outside of acceptable limits.